Manufacturer narrative:
""Ntaneous"" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and fallopian tube perforation ("perforation (fallopian tube(s))/ malposition of essure device location of device: punctured a tube/ coiling of the left device, abnormal placement of left side") in a (B)(6) female patient who had essure (batch no. D23618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "device failure" in (B)(6) 2016. The patient's past medical history included gastritis and chronic rhinitis. Previously administered products included for an unreported indication: alprazolam, amphetamine, butalbital, zolpidem, sertraline, tramadol and rantidine. Concurrent conditions included depression. Concomitant products included medroxyprogesterone (depo provera) and norlestrin fe (loestrin fe). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (she underwent salpingectomy to remove essure device) and surgery (she underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain was resolving and the fallopian tube perforation, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received- abnormal bleeding (menorrhagia), bladder infection, vaginal infection, urinary tract infection, perforation (fallopian tube(s))/ malposition of essure device location of device: punctured a tube, migraines, headaches, nausea, fatigue, device failure were added. New reporter, patient information, lot number, historical and concomitant medication, historical and concomitant condition and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent salpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.